Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue latch failure - loose object was confirmed. ¿ on (B)(6) 2025, pou was received unboxed and with paperwork. ¿ external inspection revealed the module latch was sticking. Loosening the adjacent screw allowed free movement. ¿ root cause: defective leaf spring on the module latch prevented free movement. Defective supplier part. ¿ recommend bd san diego repair center replace the leaf spring. ¿ failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had misassembly. There was no patient involvement.